Event description:
It was reported that failure in maintaining pressure occurred. The patient was presented with carotid artery stenosis and underwent intracranial angiography and balloon dilatation. The 99% stenosed target lesion was located in mildly tortuous and severely calcified carotid artery. A 7.0mmx30mmx135cm (4f) sterling balloon catheter was advanced for pre-dilation. The device was initially inflated for 15 seconds; however, the balloon kept leaking gas and could not hold pressure even after multiple attempts. The device was removed, and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient was stable after the procedure.

Manufacturer narrative:
Device evaluated MFR.: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. Functional testing was performed by inflating the device to rated burst pressure and it was able to hold pressure. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis could not confirm the reported leak.

Event description:
It was reported that failure in maintaining pressure occurred. The patient was presented with carotid artery stenosis and underwent intracranial angiography and balloon dilatation. The 99% stenosed target lesion was located in mildly tortuous and severely calcified carotid artery. A 7.0mmx30mmx135cm (4f) sterling balloon catheter was advanced for pre-dilation. The device was initially inflated for 15 seconds; however, the balloon kept leaking gas and could not hold pressure even after multiple attempts. The device was removed, and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient was stable after the procedure.